Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2011-00619. The pt received an scs system including two percutaneous leads on (B)(6) 2010. It was reported that one of the leads had fractured and the other had pulled out of the ipg. Due to these issues, the physician replaced both devices.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history